Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - femur. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported the implant packaging appeared to be melted prior to use. The device was not used and a secondary implant was retrieved to complete the procedure. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information has been provided.